Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off during a patient transport. The customer advised that the device powered off at least 5 times while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.